Event description:
An altitude alarm was reported on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer received tips from technical support on preventing altitude alarms and was able to resume insulin delivery with the original cartridge without needing a replacement.